Event description:
It was reported the patient developed a hematoma. The patient's catheter had been placed epidural. It was unknown if the catheter was intentionally placed epidural. The patient's physician was planning on replacing the catheter using intrathecal placement. No patient symptoms were reported. The drug used in the pump was unknown. Additional information has been requested but was not available on the date of this report.